Event description:
Information provided states that an m6-c was implanted at c4/5 on (B)(6) 2021. The patient reported increased neck pain. The m6-c device was removed on (B)(6) 2023 due to suspected loosening of the device.

Manufacturer narrative:
The device involved was not returned for evaluation. The build lhr was examined including the final inspection records and the in-process measurements. There was an ncmr associated with this lot, however, it was not related to this sn or failure reported. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 12.28 - migration/loosening, chronic, requiring additional surgery, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 38 line 12.63. - heterotopic ossification (grade 1 to 2), periarticular calcification and non-fusion. Rmf 0003 rev 38 line 12.75 - device explanted. It was reported that an m6-c was explanted due to suspected loosening of the device and the patient reported increasing neck pain. Radiographic images were provided for review. CT images show disc replacement at c4/5 level and a fusion cage at c5/6 and c6/7 levels. No evidence of obvious loosening of the disc replacement. There is evidence of posterior heterotopic bone formation. X-rays show cervical spine with disc replacement at c4/5 with normal height and appropriately sized with no evidence of bone loss. There is a fusion from c5-c7 with cage and anterior plate and screw fixation. Intra-op images show disc replacement and fusion. The disc replacement has normal height, and the fusion cannot be determined due to anterior fixation but appears appropriately placed. Lateral view shows screw being placed in c4 vertebral body with the disc replacement still visible with minor bone loss along superior endplate. Microbiology/pathology reports and results were not provided. The device was not returned and examination of the explant could not be completed, therefore it is not possible to determine the cause of the reported failure for this product experience.